Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported button error and motor error alarms. The customer stated that she conducted the high pressure test on her own, and the insulin pump failed the test. The customer also stated that the insulin pump was making a strange noise when priming. Advised the customer that the insulin pump would be replaced. Nothing further was reported.